Event description:
Pt arrived for dialysis graft declot. Pt was initially hypertensive, but otherwise stable. A large amount of clot was visualized in the left subclavian through basilic vein. The angiojet was used to remove this clot burden. A total of 3 passes occurred with the angiojet during each pass the pt complainted of chest pain & diaphoresis and pt became tachycardic. The machine was stopped each time as the pts pluse reached 100 bpm. Angioplasty was then performed in the left subclavian vein and at the venous anastomosis. A fogerty balloon was used to open the arterial anastomosis and a teratola device was utlized to remove the minimal remaining thrombus in the graft. Following the procedure, the pt was nauseous and treated with zofran. After arriving on the floor, 45-60 min post procedure the pt had a full cardiac arrest.